Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's caregiver accidentally entered a blood glucose (bg) value into the bg and carbohydrates field of the bolus menu. Customer's bg was 239 mg/dl. Tandem technical support provided additional training in regards to bolus deliveries.